Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced difficult to dial/dose. The customer reported no adverse event. The event involved product(s) mmt-105nnblw1. Troubleshooting was performed. The customer did not force the dose knob/dial when difficulty turning it was experienced. No harm requiring medical intervention was reported. No product return is required for mmt-105nnblw1.

Manufacturer narrative:
Per visual inspection: no physical damage to cartridge holder. Broken off injection button, dose detent, detent insert, button washer and injection button broken off, exposed electronic assembly. Several attempts were made to pair inpen, every time app displayed ¿inpen not found¿. The inpen does not pair with commercial mobile app. Inpen did transmit to manufacturing app. Inpen received with leadscrew 1/4 of travel. Unable to obtain first bond date, last bond date, and battery percentages due to no data from looker studio. Dose detent bond was broken cleanly due to a broken dose detent adhesive bond exposing the electronics. Making it difficult to dial a dose. Unable to pair and perform functional test due to physical damage. Inpen passed front cap investigation. In conclusion: it¿s difficult to dose normally due to broken off injection button due to a broken dose detent adhesive bond. Unable to verify customer's complaint for screw is not moving as intended, dose knob/dial is difficult to turn due to missing injection button and exposed electronics housing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.